Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was not returned to j&j medtech orthopaedics, however a photo and videos were provided for evaluation. Visual inspection of the returned photo and videos found that the space between the pinch valve slots was deformed and broken. This defect caused one of the tubes to fail to insert correctly into one of the slots and it is not possible for the handpiece to rotate horizontal to close and select the appropriate suction tube. No other anomalies could be observed on the device. The overall complaint was confirmed as the observed condition of the fms vue ii pump-shaver box would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause for the device condition could be traced to the procedural variables, such handling of the device or product interaction during procedure. It is possible that, when the pinch valve was rotated to the vertical position to open or to the horizontal position to close, it was applied an excessive force to it, therefore causing stress and a mechanical deformation which could have caused the breakage and deformation of the space between the pinch valve slots. As per IFU-115810, 1) if the pinch valve is malfunctioning: check the positioning of the suction tubing. Check the fms connect interface cable connection (if installed). 2) functional test of pinch valve: rotate the pinch valve vertically and verify that both sides are open. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an unspecified surgical procedure the fms vue ii pump-shaver box device had physical damage evident in the area where the two hoses are inserted, in which the separator of the mechanism of the bifid hoses is obviously deflected toward the medial part of the console, they do not fit correctly. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: added.